Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
After about 5 years later from a primary surgery, the (B)(6) y/o female patient who had right total knee arthroplasty using cr slope ++ tibial insert complained of knee swelling and pain. The surgeon diagnosed wear of the tibial insert, then revision surgery for the replacement of the tibial insert was performed. Breakage and wear were observed in the retrieved tibial insert. Also, a little wear was observed in the tibial tray and mild metallosis into a patient. Removing all proliferative tissues, the insert only was replaced to new one. Polyethylene and metal particles and proliferative (growth) tissues on the surgical field were resected by the surgeon. Devices will not return due to facility policy.

Manufacturer narrative:
After further review of additional information received the following sections g3, g7, h2 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of a combination of the posterior tibial slope and the slope ++ tibial insert which allowed for excessive posterior contact between the femoral component and the tibial insert, especially medially, and led to extreme stresses in the polyethylene. The high stress in the polyethylene likely led to deformation and wear, ultimately leading to metal on metal contact between the femoral component and tibial tray and mild metallosis. However, this cannot be confirmed as the device was not returned for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.